Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the tubes under filled with 400 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: sst tubes are underfilling, some only half way. One phlebotomist advised that in a tray of 100 the first half of the tray had this issue with every 3 to 4 tubes.

Event description:
It was reported that during use the tubes under filled with 400 bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: sst tubes are underfilling, some only half way. One phlebotomist advised that in a tray of 100 the first half of the tray had this issue with every 3 to 4 tubes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.